Event description:
It was reported that when an asymptomatic patient presented in clinic for normal follow up, the right ventricular lead exhibited a sudden increase in pacing lead impedance. The lead was capped and replaced. The patient will continue to be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.